Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced urinary tract infections, diarrhea, vaginitis, strong odor, yellow discharge, bleeding, pain and mesh exposure. Excisions, trimming of the mesh and cauterizations with silver nitrate were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.